Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe, the IV shield had fallen off. There was no report of adverse impact to patients or users.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: "material #: 364389 lot/batch #: 3318495 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for loose IV shield with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of loose IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."